Event description:
On (B)(6) 2018 the ventilator released a disconnection alarm (red alarm). Within the same second the alarm changed to vti alarm (yellow alarm). Therefore it was not submitted correctly by the nurse call system. Note: this report is submitted retrospectively because the original report is not visible in maude database.